Event description:
It was reported that while using the surgical fiber during a prostate procedure, a loss of tissue vaporization efficiency was observed. The procedure was completed using a second surgical fiber. Patient outcome: 'no damages to the patient". Gland volume: 50 ml. Time expended: 15' 20" minutes. Joules used: 87, 512.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits moderate char. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.